Manufacturer narrative:
The facility that this issue occurred at is unknown at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that there was inaccurate navigation. The procedure was performed with the navigation system and an endoscopic system. The navigation system was first used for the approach in the procedure. Once deeper in the head, when the observing the anatomy with the navigated instrument, the center of the crosshairs should be on the anatomy, however it was not. The navigation system appeared accurate on the surface, but was actually a few millimeters inaccurate. The last step of using the navigation system was finding the hypophysis, which was visible by the endoscope. The navigation system was a few millimeters from the target, but was still able to remove the cyst under the endoscope. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The registration was ok, on the skin and the navigation was precise, but then inside the anatomy it was inaccurate. Surgeon checked it using the endoscope and touching known anatomical points."

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.